Manufacturer narrative:
Manufacturers ref# (B)(4). E1) phone number: (B)(6) g4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during a semi-emergent thoracic endovascular aortic repair (tevar) procedure on (b)(60 2026, the main devices (zta-p38-217-w1 and zta-pt-38-34-217-w1) were implanted. However, due to the extended treatment length, an additional device (zta-p-34-113-w1) was prepared. The device was advanced along the guidewire, but resistance was encountered, and the stent graft could not be delivered. The procedure was completed by adding backup extension devices. The implantation sequence was as follows (from proximal to distal): zta-p38-217-w1 zta-pt-38-34-217-w1 extension zta-de-34-112-w1 × 2. A hirata egoist guidewire was used. Since other devices could be successfully advanced, the cause may possibly be related to the wire lumen of the zta device. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.